Event description:
Analysis of the computer and flashcard was completed. No anomalies associated with the handheld computer were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. During the flashcard analysis, no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.

Event description:
Reporter indicated a vns dell x5 computer was freezing during interrogation and at the ¿interrogation successful¿ screens. The screen freezing resolved with performing a hard reset, but the event recurs. The computer and flashcard have been returned and analysis is pending.